Event description:
Initial result for a pt potassium was 2.8 mmol/l. When repeated on another analyzer, the result was 4.1 mmol/l. The incorrect result was not reported. The field service rep found the instrument was contaminated and repaired the analyzer by decontaminating the fluidics system.